Event description:
Postoperative diagnosis: patient underwent primary tka on (B)(6) 2012 and subsequent I&d washout on (B)(6) 2014 which included liner exchange. Patient remained infected and underwent revision (B)(6) 2014. Femoral and tibial components originally implanted (B)(6) 2012 removed as well as liner which was implanted on (B)(6) 2014.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Postopertive diagnosis: patient underwent primary tka (B)(6) 2012 and subsequent I&d washout on (B)(6) 2014 which included liner exchange. Patient remained infected and underwent revision (B)(6) 2014. Femoral and tibial components originally implanted (B)(6) 2012 removed as well as liner which was implanted (B)(6) 2014.

Manufacturer narrative:
The following other devices were also listed in this report: unknown femoral component; unknown tibial component. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.